Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with a grade of 3. Two clips (80117u105 and 80118u109) were implanted successfully, reducing the mr to 2-3. After the procedure, mitral stenosis was noted. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot, related to the reported adverse event. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this incident. It should be noted that the reported patient effect of mitral stenosis, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information noted the pre procedure mean pressure gradient was 3mmhg. Post procedure the mean pressure gradient was 7mmhg.